Manufacturer narrative:
Information regarding the serial number is being requested. If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range - increasing gradually was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular lead exhibited a gradual rise in the pacing and shock impedance, reaching out of range measurements. Additionally, a rise in the pacing thresholds was also observed. Further evaluation of the lead and troubleshooting options were discussed. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited a gradual rise in the pacing and shock impedance, reaching out of range measurements. Additionally, a rise in the pacing thresholds was also observed. Further evaluation of the lead and troubleshooting options were discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Information regarding the serial number is being requested. If pertinent information is provided in the future, a supplemental report will be submitted.